Manufacturer narrative:
A correction made to annex d code.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the 30 degree endoscope by the customer noting a recoverable fault and unexpected motion, an investigation is in progress to determine the cause of this reported event. Failure analysis did not replicate nor confirm the customer reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The expiration date for section d4 is not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer reported the 30 degree endoscope had a recoverable fault. The picture was upside down and camera moved on its own after recovering from the fault. The procedure was completed with no reported injury.